Event description:
Device malfunction: unknown. Time of symptoms/ae: after vessel closure. Symptoms/ae: failure to achieve hemostasis. The following events were noted through a periodic article review. A prospective registry study was conducted to evaluate the safety and effectiveness of the starclose device to achieve arteriotomy closure after a diagnostic cardiac catheterization in a total patients with an increased risk of bleeding or non-ideal common femoral artery anatomy. The high-risk femoral artery anatomy or clinical characteristics that met the inclusion criteria for this particular utilization of the starclose included: calcified femoral artery w ith 30-70% stenosis, femoral access in the profunda or sfa, femoral artery diameter 4-5mm and patient within 24 hours of fibrinolytic therapy. Reportedly, there were six cases of failure to attain device success where the operator would not be able to achieve early complete hemostasis within 5 minutes of device deployment with adjunctive manual compression. Five unspecified cases of device failure with persisting bleeding after starclose deployment that required manual compression of 5-30 minutes in duration, although hemostasis was achieved without further sequelae. There was one case of re-bleeding after successful device closure and initial hemostasis that required 30 minutes of manual compression. The article indicates that there were no major vascular complications. Though requested, no additional information was provided. Attachment: harold l dauerman, md, et al; "extravascular closure for patients with high-risk femoral anatomy". J invasive cardiol 2008;20:328-332.

Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. The device instructions for use indicate: "the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites."